Manufacturer narrative:
Additional device product codes: gfa, hsz, and hwe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an open reduction and internal fixation clacaneus, right and the drill bit 2.0mm broke. The drill shaft was removed. The broken drill tip remained in the patient. The surgeon selected a replacement drill and continued with the procedure. The procedure was completed successfully with a surgical delay of one (1) minute this report involves one (1) 2.0mm drill bit/qc/125mm. This is report 1 of 1 for (B)(4).